Manufacturer narrative:
Concomitant medical products: 5086mri lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concerned about premature battery depletion on the cardiac resynchronization therapy defibrillator (c rt-d). No intervention was done and the device remains in use. No patient complications have been reported as a result of this event.